Manufacturer narrative:
E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a 44mm evoque procedure. Patient had permanent atrial fibrillation. On pod 13 patient experienced an av block iii and a single-chamber pacemaker with isolated left ventricular stimulation was implanted. Patient final outcome was recovered. The site assessed the event as possible related to the device and to the procedure.